Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the needle button release could not be determined as the complaint could not be confirmed.

Event description:
Patient reported that the needle button accidently released prior to the completion of the 24-hour period. The patient stated that she did not press against the needle release button however, the patient stated that when she would bend over she would feel the needle pricking her skin. The patient removed the v-go device without pressing the needle release button and placed it an inch away from the previous application site due to the fact that she did not want to waste any insulin that was remaining inside of the v-go device. Patient than noticed later in the day that the needle released itself.